Event description:
It was reported that the customer went to the emergency room due to a possible case of diabetic ketoacidosis. The customer's mother did not know the blood glucose reading. She did not have time of discuss. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.